Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery the screw broke off at around 5mm from the screw head during final tightening. The surgeon decided to leave the broken screw in the patient, and completed the operation with the other screws. There was no surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device by the complaint handling unit revealed the screw was broken. This is indicative of too much force was applied during the tightening process which caused the screw to break at the point where the screw just meets the plate. No abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.